Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt lost stimulation sensation and pain relief after the pt went through the airport over the weekend. Troubleshooting confirmed the therapy was "on." The amplitude was set at 10.5 volts, but the pt still was not able to feel stimulation. The amplitude was decreased to 2.5 volts and the therapy was turned "off." Additional info has been requested, a follow-up report will be sent if additional info becomes available.